Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1:(B)(6). E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for femoral trochanteric fracture with tfna nail and end cap. After inserting the nail, finally the surgeon had difficulty inserting the end cap. In the end, the end cap became stiff with about 1 mm floating, and the surgery ended in that state. It took about 15 minutes to insert the end cap. Also, the surgeon requested confirmation of the product status from the lot number. The surgery was completed successfully within 30 minutes delay. Patient status/outcome was stable. This report is for one (1) tfna fem nail ø9 r 125° l235 timo15. This is report 2 of 2 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4,h6 manufacturing location: monument, manufacturing date: 04-apr-2023, expiration date: 01-feb-2033, part number: 04.037.914s, 9mm/125 deg ti cann tfna 235mm/right¿ sterile, lot number: 4573p36 (sterile). Production order traveler met all inspection acceptance criteria. This lot was reworked per jbl-nr-0021382. Nails were unpackaged and disassembled to inspect lock drives for discoloration on threads. Lot was 100% inspected for this defect and all parts were determined to be conforming. Parts were repackaged and released from hold. Inspection certificate, 04.037.914s-18-btq136733 / 3 met all inspection acceptance criteria. Inspection certificate, 04.037.914s-18-btq136733 / 3 (post rework) met all inspection acceptance criteria. Packaging label logs (pll) lmd rev ad were reviewed and determined to be conforming. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied was reviewed and determined to be conforming. This lot met all dimensional, visual and sterility criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿surgeon had difficulty inserting the end cap¿ does not indicate breakage of the nail or any of its components. Therefore, a review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.